Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose from a bolus delivery that they did not program. Customer stated their blood glucose declined to 51 mg/dl. The customer stated the insulin pump delivered a 9 unit bolus to the customer. The customer was able to raise their blood glucose to 139 mg/dl with food. The customer reported the insulin pump failed a displacement test during troubleshooting. Customer declined to return the insulin pump for analysis.